Event description:
On (B)(6) 2011 a peritoneal dialysis pt called fresenius tech support asking for advice; he needed to remove the cassette and didn't know how, the pt stated that he didn't feel well and had to rush to the hospital, he turned off the cycler and disconnected himself. The pt turned on the cycler but was unable to remove the cassette.

Manufacturer narrative:
A product investigation was performed for this device. The device was not returned for evaluation; however, a review of the device history records was performed. There were no unexpected variances, or adjustments or comments noted in the device records. A review was performed by the post market clinical department. The pt was hospitalized due to peritonitis. Per the pharmacovigilance physician, the event of peritonitis was unlikely related to the liberty cycler. There were no reports of machine malfunctions, alarms or fluid leak. Most likely the event was caused by touch contamination while on continuous ambulatory peritoneal dialysis. The pt continues to use the cycler without any ill effects. Discharge summary and treatment sheets were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.